Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The subject pacemaker was found in standby mode (backup mode) at routine follow-up on (B)(6) 2013. The physician would like to know the cause of this event.